Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient reported that when she opened a set to worn it, she realized that the infusion set's tubing was partially detached at the tubing connector. Therefore, she did not used that infusion set. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.